Event description:
It was reported that the right atrial (ra) lead had potentially dislodged. The lead had high thresholds and no capture at max outputs. It was also noted that there was no sensing. The lead was programmed off to single chamber rate responsive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.